Event description:
It was reported that during a revision surgery, the surgeon was removing a stryker reflex hybrid acdf plate. In the course of removing screws from the plate removal 3 out of 6 screws could not be removed. Furthermore the locking ring mechanism broke and metal shards became loose inside the patient. Therefore the plate and screws were finally removed and a 1-level reflex hybrid plate was used.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: the causes in this case are: a plate with an older design and not removing the plate with the screws locked as recommended in the surgical technique. Conclusion: one reflex-hybrid 2 level acp was confirmed visually to have two deformed locking rings that came out of the plate and three screws that were still locked in the plate. Manufacturing files were reviewed and no incidents were found. No new hazards/harms were found. According to the manufacturing files, the plate was manufactured in 2004. In 2006, the plate and rings were revised to allow for easier screw removal. The surgical technique explains a method of removing a plate with the screws still locked into the ring in the event that the locking rings on the plate do not release the screws.

Event description:
It was reported that during a revision surgery, the surgeon was removing a stryker reflex hybrid acdf plate. In the course of removing screws from the plate removal 3 out of 6 screws could not be removed. Furthermore the locking ring mechanism broke and metal shards became loose inside the patient. Therefore the plate and screws were finally removed and a 1-level reflex hybrid plate was used.